Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with syncope and dizziness. Review of ECG noted long pauses with periods of intermittent pacing. Patient had a competitor device which was interrogated by hospital staff. A temporary pacing wire was inserted due to intermittent capture from the device. Device was replaced. Rv lead was capped and replaced. Patient¿s condition was stable.